Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved. The patient got a new battery and update and had an appointment on (B)(6) 2014. The patient would have another appointment in 3 to 4 weeks.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3093-28, lot # j0428300v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
Additional information received reported that there was a 50 percent or greater symptom reduction after implanting the new battery. The cause of the event was determined, it was not device related, and reprogramming was needed. The old battery was dead and it had lasted greater than 10 years and the battery depletion was normal. The symptoms returned when the old battery died and had a loss of stimulation, but this was years after the expected length of old battery life as it was placed prior to 2005. The patient was reprogrammed but they had forgotten their patient programmer on 2 post-operative visits so the new programs had not been saved on (B)(6) 2014. The new device was not explanted and the old device was explanted and there was no adverse event with the new device. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient was implanted for muscle spasms and pain and the patient had noticed a returned of spasms. The patient had tried increasing stimulation and verified that the therapy showed on and the implantable neurostimulator (ins) battery green light was on. There was no known accident or incident related to the event. The symptoms had a sudden onset, were getting worse, and were happening about every day. The patient did not have a current health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.